Event description:
Info was received that reported a pt was treated for infection. It was reported that the pt's infusion site became sore, and inflammation was noted. The pt was treated with antibiotics.

Manufacturer narrative:
When the device has been evaluated, the MFR will file a follow-up report detailing the results of the eval.